Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The patient described the irritation as an infection. The patient was diagnosed with cellulitis by the hospital. It was reported the patient had a possible nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The equipment was removed, and the irritation was treated with IV antibiotics and oral antibiotics in the hospital. The patient started keeping the therapy pads clean. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The patient described the irritation as an infection. The patient was diagnosed with cellulitis by the hospital. It was reported the patient had a possible nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The equipment was removed, and the irritation was treated with IV antibiotics and oral antibiotics in the hospital. The patient started keeping the therapy pads clean. Follow up indicated the irritation improved. Supplemental report (B)(6) /2021: submitting report to correct section g4.